Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had an tether assembly related malfunction identified during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, if any additional reportable information is received, then the complaint will be reopened and new information will be submitted. There was no patient involvement in this event.

Event description:
N/a.